Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2010: the patient was pre-operatively diagnosed with multilevel painful lumbar disc disease, lumbar spinal stenosis status post anterior lumbar interbody fusion and underwent the following procedures: planned stage secondary procedure; lumbar laminectomy with decompression at l3, l4, l5 and s1; posterolateral fusion at l3-l4, l4-l5,l5-s1; posterior instrumentation l3 to s1 using local morselized bone graft. As per operative notes,¿ posterolateral fusion was performed at l3-l4 and l4-l5, and l5-s1. High speed burr was used to decorticate the transverse processes, lateral aspects of the pars interarticularis and facet joints in a bilateral fashion at each of these levels down to the sacrum. Local morselized bone graft was harvested. The laminectomy defects were impacted into the posterolateral gutters in a bilateral fashion.¿ the patient tolerated the procedure well without any intraoperative complications.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.